Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, successfully performed a pump reset, after which the error did not reoccur and the sensor session was successfully started.